Manufacturer narrative:
The reported event of crack on the header and noise was confirmed while the reported events of inappropriate therapy and low impedance were not confirmed. The implantable cardioverter defibrillator (ICD) was returned for analysis. Review of the egms showed noise on both atrial and right ventricular channels. However, the cause of the noise was determined to be due to external (non-device related) factors. Visual inspection confirmed cracks on the header. The cracks on the header did not contribute to the reported anomalies. The device functioned as expected and according to its programmed settings. Telemetry, impedance, sensing, pacing, and high voltage output functions of the device were tested and found to be normal.

Manufacturer narrative:
Correction: section h10 manufacturer narrative. Device analysis updated to:the reported events of noise, low pacing, defib impedance, and inappropriate therapy were confirmed, and cracks on the header were not confirmed. The implantable cardioverter defibrillator (ICD) was returned for analysis. Noise was observed on both atrial and right ventricular channels upon review of the egms and during testing. After extensive environmental testing, the cause of the noise and impedance anomaly was determined to be an intermittent capacitor connection anomaly within the hybrid.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation it was noted on the implantable cardioverter defibrillator (ICD) that the right atrial channel exhibited low pacing impedance and was oversensing noise while the right ventricular channel exhibited low pacing and defibrillation impedance and was oversensing noise which resulted in several inappropriate shocks. During surgery, visual examination found a crack in the header of the ICD. The ICD was explanted and replaced. The patient was in stable condition before, during, and after the surgery.